Event description:
This device was returned with oos documentation from biotronik representative christin roe, this lead broke during a bi-v upgrade. This lead was replaced with another linox sd 65/16. There are no adverse events reported for this patient. On 06/22/09 based on the review of the analysis, it has been determined that this is a reportable event.

Manufacturer narrative:
Upon receipt the lead was subjected to visual, mechanical and electrical analysis. The integrity of the lead was found destroyed some 28 cm distal to the is-1 connector pin. In this section the coil, as well as the connector cables, were found damaged and deformed. Furthermore, the integrity of both the inner and outer insulation were found completely rubbed through. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces e.g. As the result of clavicular - first rib entrapment (subclavian crush). The cuttings in the outer insulation coil and the bend fixation helix resulted most likely from the explantation procedure, whereas the coagulated blood residuals in the inner coil were most likely introduced into the lumen of the lead by means of stylets used during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.